Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, including perforation or dissection of vessels which may require intervention, is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the timing and root cause of the annular rupture is unclear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards field clinical specialist (fcs), two hours post transapical tavr procedure, the patient passed away due to an annular rupture. Pre-procedure imaging demonstrated severe calcific aortic stenosis, moderate aortic insufficiency, and a chunk of calcium that was of concern. The annular diameter was measured 24mm by CT. By annulus size, the physicians thought the patient needed a 26mm valve, but due to the calcium, the valve was sized down to a 23mm. Significant bleeding occurred during apex access and sheath insertion. The patient's apex was described as having very friable muscle tissue and the surgeon had difficulty controlling the bleeding during initial suturing and sheath insertion; therefore the patient was placed on bypass for the duration of the procedure. Post valve deployment, tee showed the valve had adequate leaflet mobility and slightly aortic positioning in the posterior annulus, with residual moderate to severe paravalvular leak (pvl). An immediate, brief post dilation was performed, with moderate residual pvl. The rupture took place during the case but was not readily apparent (hemodynamically) likely due to the bypass. The patient was on bypass ~85 minutes. She went into pea arrest when she was transferred back in the unit. Upon return to the or, the physicians opened the chest to see where the bleeding was coming from and thought they would find an issue with the apex. The apex closure was perfect and what had actually occurred was an annular rupture. It was determined that nothing could be done to successfully repair the rupture which had also caused a type a dissection. An autopsy was performed, and it found the rupture was not where the calcium was, but was on the opposite side of the annulus.